Manufacturer narrative:
We learned from the hospital that their biomedical engineer tested our 8576d laryngoscope and our 10101ja prismatic light deflector used for the procedure with the welch allen light source that was also used in the procedure and found that the laryngscope became hot; however, when they tested our instruments using a pilling light source, they found no problem. The customer did not know what settings were used on the welch allen light source either during the procedure or for their testing. We advised the customer that it shouldn't matter what light source is used and that we recommend to always start at the lowest setting and gradually increase the light output. Customer advised that the patient is doing fine but that he has a scar. No product was returned for evaluation.

Event description:
Allegedly, during an anterior laryngeal web lysis procedure, the patient received a second degree burn to the lower lip. The patient was admitted for three days for pain control and feeding intolerance.